Manufacturer narrative:
Additional information: no device history record (DHR) review could be performed since the lot number is unknown. No sample was returned to the manufacturing site for evaluation, but pictures were provided. The cause of the reported condition could not be determined by examining the picture. The root cause and corrective and preventative action (CAPA) could not be identified. This complaint will be closed with no further action. If a sample is received at a later date, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the joey feeding sets were leaking when trying to feed her son.